Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a female pt, currently (B)(6), who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1994, the pt received full dentures. Her denture products of choice were super poligrip and fixodent. An unk time later, the pt experienced "profound and permanent neurological and other injuries attributable to her use" of the products. According to the claim, these injuries left the pt unable to perform her normal, customary and daily activities. Super poligrip and fixodent were discontinued on (B)(6) 2010. At the time of reporting, the outcome of the events was unk. Follow up info was received on 21 june 2012, via medical records. On (B)(6) 2010, the pt was seen in follow up of chronic pain due to post laminectomy syndrome of the lumbar spine and polyneuropathy. A recent electromyogram (emg) showed sensorimotor polyneuropathy, superimposed right peroneal palsy, and chronic bilateral lumbar radiculopathy l4/l5. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The MFR¿s report number for this case is 9681138-2012-00070. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).